Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, high definition, autoclavable was damaged, had an internal broken lens and it was not possible to see through. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.